Manufacturer narrative:
An outside of the united states customer contacted the siemens regional support center to report non-numeric, flagged, inr patient results and falsely elevated pt results were measured with dade innovin reagent on a sysmex cs-2500 instrument. The inr results were flagged with errors and per the cs-2500 instructions for use, instructed the customer to reanalyze the sample. Siemens evaluated this issue and provided the following conclusion: no general system, software or assay issue could be found within the provided system data. The customer is most likely facing a pre-analytical issue. The customer is operational. Cs-2500 dade innovin lot: 564660 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. Note: dade innovin is marketed in the united states under material number: 10873566. The 510(k) numbered documented in section g4 is for this product.

Event description:
The customer obtained non-numeric, flagged, inr patient results and falsely elevated pt results measured with dade innovin reagent on a sysmex cs-2500 instrument. The customer manually calculated an inr result of 10.0 seconds and this result was reported to, and questioned by, the physician(s). The sample was repeated at another laboratory and an inr result of 2.3 seconds was obtained and reported, as the correct result, to the physician(s). A second sample from the patient was also tested on the initial instrument and results of pt 22.1 seconds, inr 2.02 seconds were obtained. There are no known reports of patient intervention or adverse health consequences due to this issue.